Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional litigation was received. They provide a revision date. There is no new additional information that would affect the investigation, which is still considered closed.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Update - (B)(4) 2012 - patient fact sheet was received. The complaint has been temporarily reopened to update the date of revision. There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege that blood tests have revealed that excessive levels of chromium and cobalt have been released into the patient's body and have and are causing pain and disability to the patient and the medical need to remove the hip.